Event description:
Baxter japan reports a transfer set with additional parts inside of the clamp. Noted during use with no patient injury or medical intervention reported. During the evaluation of the returned sample, a leak was noted in the transfer set tubing.